Manufacturer narrative:
The device is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iop elevation and iris touch are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA: 12/7/2016.

Event description:
The surgeon reported that an istent patient presented postoperatively with an iop spike and stated that is was possibly chaffing the iris. The surgeon conferred with the glaukos medical monitor on 11/14/2016 who reported that the following options were discussed; adding more medications, removing or re-positioned the istent, checking iol position in bag or sulcus in which could cause inflammation, or a glaucoma filtering procedure. Additional information was received on 11/15/2016 and the surgeon reported that they were going to remove the istent and put an ahmad valve in on (B)(6) 2016. Additional information has been requested.

Manufacturer narrative:
MFR reference # (B)(4).

Event description:
The surgeon provided the following clarification to glaukos on (B)(6) 2018. Contrary to the last report, the iop increase was first observed on (B)(6) 2016, and there was no adverse impact as a result of the iop increase. According to the surgeon, the patient¿s refractory glaucoma was the primary reason for the iop rise. The patient¿s current prognosis was reported as ¿stable glaucoma os¿ and the adverse event has resolved.

Manufacturer narrative:
MFR reference #: (B)(4). Submitted to FDA on 1-10-2017.

Event description:
Clinical follow-up was requested and on 1/5/2017 the surgeon provided the following additional event details. The cataract surgery with istent implantation was uneventful. The adverse event was first observed on (B)(6) 2016. At the time on initial iop elevation the patient was on more glaucoma medication as compared to preoperative and was compliant. The iop resulted in corneal edema and bcva loss greater than or equal to 2 lines as compare to preoperative bcva. In the surgeon's opinion the primary reason for the iop rise was due to steroid responder and intense postoperative inflammatory response. To treat the elevated iop the istent was explanted and an ahmed-tube was placed. The patient was reported to be doing well and healing well.